Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
At this time the device remains implanted and a normal follow up has been scheduled.

Event description:
Boston scientific received information that this patient presented with syncope episodes after it was confirmed that this device was programmed to monitor only with aair pacing due to a fractured right ventricular lead. The electrocardiogram revealed atrial inhibition periods which resulted in syncope. Technical services was contacted, and discussed switching the device to tachycardia mode off.